Manufacturer narrative:
The evaluation was completed, and the information was sent to symmetry on 10/24/2023. Issue not confirmed for shocking user. The unit passed testing as received for both low frequency risk current and hipot with no issue found. The handpiece was tested with the unit and no issues were found with the handpiece. The unit was subjected to full factory testing and found to be functioning properly prior to returning to the customer. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
The customer alleged that the surgeon was shocked by the machine. There was no injury that needed treatment. No additional harm occurred.

Manufacturer narrative:
The user states that the unit has caused a shock to the surgeons hand while in use. The unit is being returned for evaluation and repair. There have been no additional complaints recorded for this occurrence with (B)(4) units sold. A supplemental report will be submitted once we have received additional information.